Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the weak shift. As stated on the repair statement additional malfunction on this device: short circuit in the on/off switch.